Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the all key failed to respond. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.